Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent deformation). Related to another device - (guideliner). Evaluation conclusions: inherent risk of procedure - (stent deformation). Operational context - (guideliner device contributed to deformation). (B)(4).

Event description:
The physician intended to use a resolute integrity 3.00 x 38 mm rx drug eluting stent to treat a lesion in the rca vessel. The vessel was described as having moderate tortuosity and severe calcification. The device was inspected and prepped before use with no issues noted. During advancement through the 6f guideliner resistance was encountered. It is reported that the stent caught on the blunt end of the guideliner and became deformed, it did not make it out of the guide catheter. The distal edge of the stent appeared flared and was intact on the delivery system. During the procedure they also attempted to use a shorter a 3.00 x 26 mm resolute integrity, but this stent also caught on the blunt end of the guideliner and became deformed. The procedure was eventually completed successfully using another 3.00 x 38 mm resolute integrity stent. There were no reported patient complications. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal stent was raised and deformed. The distal tip was slightly flared.